Event description:
An (B)(6) male pt's wife contacted zoll customer support to report that the device was gonging and the monitor was displaying red 'xs' over two of the electrodes, indicating the electrodes were not in contact with the pt's skin. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alerts / monitor displays red 'xs' over two electrodes) has been confirmed. Upon evaluation, there was an exposed wire of excessive length extending into ECG electrode c. The cause of the gong alerts is the exposed wire within ECG c. The wire grounded the circuit, causing current draw. Since the wire is in the cable connecting ECG electrodes c and d, ECG d was also affected by exposed wire, which would have produced the two alleged red 'xs' displayed by the monitor. The root cause for the excessive wire length is a supplier manufacturing error. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.